Event description:
The user facility reported a uterine perforation seen on hysteroscopy following an attempted novasure (ns) procedure. Add'l info was rec'd in 2008. The physician reported a laparoscopy was done immediately after the attempted ns ablation and sutures were placed at the site of the perforation. The pt was discharged home the same day and is currently "doing fine". The physician reported she did a dilatation and curettage (d&c), a pre and post hysteroscopy, and a sounding (not a hologic device). It is not known if this perforation occurred during hysteroscopy, sounding, or attempted ablation and it is not known what instrument may have caused this perforation.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not the further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.